Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for power error detected. Customer¿s blood glucose was 145mg/dl at time of incident. Customer states that internal power source in the pump was unable to charge. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Device trace download analysis confirmed the insulin pump alarmed power error due to j6 connector resistance issue. No unexpected low battery alarm noted.